Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: a livanova field service engineer was dispatched to the facility and confirmed the issue. To solve it, processor board, distribution board and patient pump 2 need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a 3t heater/cooler which displayed error messages on display (e06, "pump (stirring mechanism) uses too much power"; e07, "pump (stirring mechanism) is blocked (too slow)"). The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on the investigation findings, the reported event was traced back to a defective stirrer motor, likely caused by corroded or damaged motor bearings. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H11 follow-up communication confirmed that, upon device evaluation, the stirrer motor was found to be stuck and it has been replaced. A functional check and test run were successfully completed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.